Event description:
It was reported that the patient with this pacemaker visited the emergency department due to ventricular pacing failure, with the ventricular lead impedance measuring low out of range. A lead leak was suspected, so an additional lead was requested. As a temporary measure, the device was switched to unipolar, and the patient was discharged. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker visited the emergency department due to ventricular pacing failure, with the ventricular lead impedance measuring low out of range. A lead leak was suspected, so an additional lead was requested. As a temporary measure, the device was switched to unipolar, and the patient was discharged. The device remains in service. No adverse patient effects were reported. Additional information obtained, the device was explanted and replaced. The device was discarded at the hospital due to infection.